Manufacturer narrative:
The medical center in (B)(6) discarded the pump product at pump explant. The team was asked for imaging and further clinical details, which to date have not been shared. The root cause was not determined. Should more details be shared that lead to root cause, a final report will be filed.

Event description:
The medical center in (B)(6) placed an impella cp for hemodynamic support of a patient with myocarditis. The care needed to be escalated to the impella 5.0 after just under 5 days of support. At the time of the care escalation the team observed new mitral valve regurgitation. The team suspected the chordae and/or papillary muscle had been damaged at the pump repositioning. The team had a successful surgery.

Manufacturer narrative:
Since the original report was filed, the investigation has closed. The product was not returned for analysis. The clinical report alone was analyzed and the cause was determined to be improper technique. The heart valve damage was due most likely to improper positioning. The failure mode will be monitored and trended.